Event description:
It was reported that during the procedure of pcoma aneurysm sized 4*3*3mm. The operator used stent to assist and coil to embolize. Used guidewire to bring microcatheter to go into mca (middle cerebral artery) and delivered another catheter to go into aneurysm. Prepared to deploy stent (subject device) and when advancing it from introducing sheath to go into catheter resistance was encountered and after the catheter was delivered to distal of microcatheter resistance became even bigger. The operator added some force to push the stent (subject device) to pass the "stuck position" and the stent (subject device) deployed at a location which was not the neck of aneurysm. So the operator had to deliver and deployed another stent to cover the neck of aneurysm and continued to fill coils to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The stent may have been damaged when friction was felt in the introducer sheath which may have contributed to the stent deploying prematurely, however this cannot be confirmed as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure of pcoma aneurysm sized 4*3*3mm. The operator used stent to assist and coil to embolize. Used guidewire to bring microcatheter to go into mca (middle cerebral artery) and delivered another catheter to go into aneurysm. Prepared to deploy stent (subject device) and when advancing it from introducing sheath to go into catheter resistance was encountered and after the catheter was delivered to distal of microcatheter resistance became even bigger. The operator added some force to push the stent (subject device) to pass the "stuck position" and the stent (subject device) deployed at a location which was not the neck of aneurysm. So the operator had to deliver and deployed another stent to cover the neck of aneurysm and continued to fill coils to finish the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.